Event description:
This event involved the hospital of (B)(6) who experienced foreign material on the external surface of the pump prior to implant. The site reported that while assembling the pump the physician saw some dark brown material on the pump housing. The decision was made to use a new pump to complete the procedure without any reported patient injury.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
Hvad pump (B)(4) was returned to heartware for evaluation. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. Visual inspection of the pump confirmed the presence of a dark brown material as reported. The dark brown material referred to by the physician was visually identified as epoxy that is used on pump housing. This epoxy has been verified to meet specifications for biocompatibility and exposure to the epoxy is not toxic. Based on the information available and analysis performed, there is no evidence of a device defect.